Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient was implanted past the use before date (ubd). The patient was implanted on (B)(6) 2016 and the ubd was 2016-sep-28. The patient's indication for implant is parkinson's dual and movement disorders.

Event description:
Follow up information received from the rep reported that the previously reported information was incorrect, and that the patient was implanted on (B)(6) 2016, not (B)(6) 2016. See related regulatory report 3004209178-2016-22636.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.